Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) booted to a blank screen after typing in the password and displayed a 'no link found' message. Upon an attempt to reboot the ccm a 'no valid commercial license found' message displayed and the ccm could not boot up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the hard drive. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.